Manufacturer narrative:
The investigation determined that the issue was due to a handling issue. The customer incorrectly diluted the patient sample.

Manufacturer narrative:
The customer diluted the sample at 1:5 dilution. Product labeling states "samples with nt-probnp concentrations above the measuring range can be diluted with diluent universal 2. The recommended dilution is 1:2 (either automatically by the analyzers or manually)."

Event description:
The initial reporter received a questionable probnp g2 elecsys result from one patient sample tested on the cobas 6000 e 601 module. The initial result was not reported outside of the laboratory. The initial result of the undiluted sample was "35000 ng/l or more". The repeat result using a 1:5 dilution was 25000 ng/l. The reagent lot number and the expiration date were requested but not provided.